Manufacturer narrative:
The investigation of stroke/cva has been completed. The product was returned and no damages or abnormalities were found. Strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. -timing of the stroke in relation to impella support (during or post-implant). -detailed description of the symptoms experienced by the patient. -neurological examination findings and any focal deficits observed. -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). -laboratory test results, including coagulation profiles and cardiac markers. -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. -response to any previous anticoagulation or antiplatelet therapies. -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complaints team received an impact study for cerebral embolism. The impella was removed using the standard procedure. Immediately following removal, the patient developed apnea, bilateral mydriasis and became unresponsive. He was intubated and underwent emergent cranial CT angiography, where a thrombus in the basilar artery was detected. He then underwent successful emergent interventional thrombembolectomy. He was transferred to the ICU and extubated. The patient was noted to be recovering but continued to experience neurological sequelae, primarily somnolence.

Manufacturer narrative:
B5: added narrative to include new information received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. Once our investigation has completed, a follow-up report will be filed.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary/subclavian graft access to support the patient of undocumented age or gender who had been admitted in for surgery and suffered from post cardiotomy cardiogenic shock. The pump supported for 2 days when weaned and explanted. Later the medical team reported upon right subclavian potential wound dehiscence a year post explant. The patient was admitted with symptoms of an imminent wound perforation in the area above the vascular prosthesis stump. Prophylactic surgical treatment was performed and the patient was released a day later, and survived the harm. Further clinical details were not furnished and the harm is being reported with details known alone.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for wound dehiscence has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details.

Event description:
Impact forwarded to complaints reports postoperative thrombocytopenia with relationship per product insert as "possible" to impella device. Impact states following: the patient was borderline thrombocytemic preoperatively and experienced a somewhat pronounced periprocedural drop in thrombocytes, impella may have been a contributing factor.

Manufacturer narrative:
B5 additional information received from the clinical site. H6 updated to reflect additional information received from the clinical site.